Event description:
Immediately after an initial device implant was performed, low p-wave sensing was observed on the atrial channel. X-ray imaging was performed, however, no atrial lead anomalies were observed. The physician elected to reopen the device pocket. The atrial and ventricular leads were noted to have removed easily from the header of the device without needing to unscrew the set screws. When the implanted leads were attached to a pacing system analyzer, all measurements were normal. A device malfunction was suspected. A replacement device was successfully implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of the atrial and ventricular septa coming off leaving the setscrew exposed was confirmed. Analysis revealed an anomaly that even though med-a (medical adhesives) was applied to seal in the septum that the med-a only adhered to the septum and not the epoxy header surfaces. In order to seal the septum in the septum cavity the med-a has to adhere or stick to both surfaces, the septum surfaces and the epoxy surfaces which includes the inner septum cavity walls. The problem also existed with the atrial septum. Even though med-a was applied the med-a only adhered to one section of the epoxy header and inner septum cavity walls. This is a manufacturing anomaly that the med-a was not sticking to both surfaces necessary to seal the septa in place in the septum cavities. The reported event of p-wave sense problem was not confirmed. Analysis revealed the device sensed the p-waves normally. No electrical device anomalies were found.